Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported jaw pain, chipping, nausea, headaches. Some of the symptoms are so severe at times. My jaw is constantly hurting now. They provided a letter from their doctor. In the letter the doctor the patient presented with jaw and neck pain, migraines which result in nausea and dizziness. It is recommended that the patient discontinue use of byte aligners immediately to prevent any further pain, migraines and damage to their teeth and roots.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.